Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was over 400 mg/dl at the time of incident. The customer also reported that insulin pump had insulin flow blocked alarm. Customer did not want troubleshooting at time of call, they had to change the infusion set twice. The insulin pump will not be returned for analysis.